Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned puck; cracks were observed on the printed circuit board assembly (pcba), and the ble chip was cracked diagonally. Data review cannot be performed because the sensor was not able to scan in phase I. Since the sensor was damaged during the de-casing process, further testing cannot be performed because the damage can affect the outcome of the investigation. Internal damage to the printed circuit board assembly (pcba) and the ble chip; with no damage to the outer casing is consistent with de-casing damage. Given that the returned sensor was damaged during the de-casing process in phase ii; and that this damage can affect the outcome of the investigation, this issue is unable to be tested. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59.00 mg/dl compared to readings of 220.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.